Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 6.0, 33.0, 54.0, 57.5, 70.0, 75.0 and 98.0 cm from the proximal end. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present along the length of the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds. If the introducer sheath is not aligned within the hub a parent catheter, the embolization coil may begin to take shape within the hub and resistance may be experienced while advancing. Forceful advancement against resistance may result in offset coil winds. During functional testing, resistance was experienced while advancing the smart coil through its introducer sheath due to the offset coil winds and the coil was unable to advance at all. The non-penumbra microcatheter was not returned for evaluation. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery (ga) using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted seven smart coils into the target location using a non-penumbra microcatheter. The physician was advancing another smart coil through its introducer sheath and encountered resistance at the distal end. The physician then decided to remove the smart coil and the procedure was continued using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.